Event description:
It was stated that the screen was non-conforming. Device evaluation noted the downstream occlusion seal was damaged. There was unknown patient involvement.

Manufacturer narrative:
B3 - date of event unknown. One device was received for evaluation. Visual inspection and functional and occlusion testing were performed. The customer¿s reported problem was duplicated, damaged battery compartment, damaged dso seal, scratched lens was found. The root cause of the problem was damaged battery compartment. The battery compartment, dso seal and lens were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.